Event description:
(B)(4) study. Same patient as 2134265-2011-04958, 2134265-2011-04959. It was reported that following a coronary artery stenting treatment procedure the patient experienced in-stent restenosis and a myocardial infarction (mi). Lesion 1 was located in the distal left anterior descending (lad) artery with 95% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.50 x 20 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the 2nd right posterior lateral with 70% stenosis and was 11 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 16 mm taxus liberte stent with 0% residual stenosis. Lesion 3 was a located in the distal right coronary artery with 70% stenosis and was 11 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with direct stent placement using a 2.75 mm x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged later the same day on aspirin and prasugrel. At 347 days post index procedure the patient presented to the ER with complaints of recurrent chest pain that was lasting for more than 20 minutes and was hospitalized on the same day. Prasugrel was discontinued after the onset of the event. An ECG was performed which revealed non-q wave mi. The patient's laboratory findings revealed troponin levels to be at 2.50 ng/ml and the patient was referred for cardiac catheterization. The proximal lad was treated with balloon angioplasty. Post treatment residual stenosis was 0%.the lesion located in the mid lad was treated with balloon angioplasty. Post treatment residual stenosis was 0%. The in-stent restenosis of the study stent located in the distal lad was treated with balloon angioplasty but the vessel remained occluded with 100% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported during the index procedure target lesion 1 was located in the proximal left anterior descending artery not the distal left anterior descending artery with 99% stenosis not 95% stenosis as initially stated. Target lesion 3 was 80% stenosed and was 15 mm long not 70% stenosed and 11mm long as initially stated. During the previously reported myocardial infarction event stent thrombosis was also noted. The patient was treated with heparin and IV nitroglycerin with no relief of pain and underwent emergent cardiac catheterization. The proximal lad was treated with mechanical thrombectomy. Post treatment timi flow was 3. The mid lad post treatment timi flow was 3. The distal lad post treatment timi flow was 0. This was treated via coronary thrombectomy.

Event description:
It was further reported that at the time of the event along with the proximal and mid left anterior descending (lad) artery, the distal lad was also attempted to be treated with balloon angioplasty using a 2.5 x 30 mm non bsc balloon catheter. However, the angioplasty was unsuccessful. There was no dissection noted. No other intervention was done in distal lad.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).